Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the cryotherapy system, the procedure was aborted before the transseptal device was used. The alleged product issue involved the dilator not locking into the hub of the sheath, the sheath was replaced to resolve the issue. Additionally, it was noted that the patient had a thrombus in the atrial appendage. The patient was under general anesthesia, and no ablation was possible during the entire procedure. The case was abandoned due to these issues. There were no medical or surgical interventions needed to prevent permanent impairment, and the event did not lead to or extend patient hospitalization. No further patient complications have been reported as a result of this event..